Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. This mtm was returned for failure analysis, and the reported complaint was not replicated nor confirmed during in-house testing. No failures were observed during log review on lighthouse. The mtm was installed on an in-house system and driven with an in-house instrument. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No uncontrolled motion was observed during in-house testing. No issues were observed and the unit passed system test. After installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit failed the grip accuracy test, gravity balance test post sine cycle. After running calibrations, the mentioned tests passed. The unit failed gravity balance test post sine cycle. Visual inspection was performed and the wrist pitch counterbalance cable was found to be off the pulley. The cable was placed back on the pulley, retested, and passed. The mtm also failed the slow gravity balance test post sine cycle for wrist pitch (axis 5) and wrist yaw (axis 6) and a ripple torque max error was observed. 1hr sine cycle was ran and passed. As a result of this investigation, failure analysis has concluded that the root cause of the reported event is not established.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that arm 3 moved up and down on its own with multiple instruments in a jerking manner while the surgeon¿s head was in the viewer. The tse confirmed that the movement occurred without any surgeon input and that there were no faults or error messages displayed during the event and also confirmed that there was no delay to the case. The procedure was completed with no reported injury.